Manufacturer narrative:
This report is being submitted to update: h2 ( follow-up), h8 (additional MFR narrative). The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the report complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of over-sensing was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review.

Event description:
It was reported that this pacemaker device exhibited pacing inhibition, over-sensing and noise on the right atrial (ra) and right ventricular (rv) channel. A request was made to have data from this device analyzed. Data analysis identified short coupling artefacts over-sensed, leading to pacing inhibition. Rhythmcare advised they believe all these issues suggest that the rv lead is fractured, and recommended replacing the lead as soon as possible. The manufacturer and model/serial of the ra and rv leads are not available at this time. Attempts will continue to obtain this information. The device remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker device exhibited pacing inhibition, over-sensing and noise on the right atrial (ra) and right ventricular (rv) channel. A request was made to have data from this device analyzed. Data analysis identified short coupling artefacts over-sensed, leading to pacing inhibition. Rhythmcare advised they believe all these issues suggest that the rv lead is fractured and recommended replacing the lead as soon as possible. The manufacturer and model/serial of the ra and rv lead are not available at this time. Attempts will continue to obtain this information. The device remains implanted. No adverse patient effects were reported.